Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the pc board has no power alarms.

Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.